Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while loading the clip into the applier, unknown hemolok or symmetry applier, the plastic end boat that holds clips in place broke off and fell off in the patient.

Manufacturer narrative:
(B)(4). DHR could not be performed since the lot number was not provided. The customer returned one cartridge 71114v vlock xlg clip 6/cart 14/box for investigation. The cartridge was returned without its original packaging. The clip cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that the plastic retainer on the cartridge was missing and two "fingers" on the cartridge were broken. One of the broken fingers was still in the cartridge. There were 0 clips remaining in the cartridge. The returned cartridge appears used as there is biological material present on the device. During manufacturing assembly, the cartridges are 100% visually inspected. It is unlikely that this type of damage was present during manufacturing. The damage observed on the cartridge indicates that unintentional user error caused or contributed to this event. The applier was not returned. A corrective action is not required at this time as the damage observed on the cartridge indicates that unintentional user error caused or contributed to this event. The reported complaint of "cartridge broke" was confirmed based upon the sample received. One cartridge was returned for investigation. Visual examination of the returned cartridge revealed that the plastic retainer on the cartridge was missing and two "fingers" on the cartridge were broken. During manufacturing assembly, the cartridges are 100% visually inspected. It is unlikely that this type of damage was present during manufacturing. The damage observed on the cartridge indicates that unintentional user error caused or contributed to this event.

Event description:
It was reported that while loading the clip into the applier, unknown hemolok or symmetry applier, the plastic end boat that holds clips in place broke off and fell off in the patient.